Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she bumped into something and her adc freestyle libre sensor detached after less than 1 day of wear. As a result, customer unable to obtain readings and experienced a loss of consciousness however, no self-treatment or third-party treatment was reported. There was no report of death or permanent injury associated with this event.